Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected onsite and confirmed the reported issue and after a cold restart, the system failed to launch the application screen. After troubleshooting, the fse suspected a software malfunction on the host pc. To resolve the issue, the system hard drives were replaced, and the software was fully reinstalled from scratch on freshly formatted disks. After hard drives were replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.